Event description:
Patient presented to the physician with wound dehiscence at the chest incision and an infection at the chest incision site. Physician prescribed antibiotics. Physician then brought the patient into the or and observed purulent drainage at the ipg pocket. Physician removed the entire inspire system and closed.